Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the laser fiber during a therapeutic lithotripsy-kidney procedure, the clear plastic tip broke off into the kidney. The tip was visualized on the screen, and it was retrieved from the patient using a basket. A new fiber was opened, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported failure (damaged laser fiber) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.